Event description:
Additional information received indicated the noise that was over-sensed on the right ventricular (rv) lead caused pacing inhibition.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited oversensing of noise. The patient is pacemaker dependent. Programming changes were made. The patient was in stable condition.